Event description:
It was reported the system displayed key stuck error message. The fe reported the user was unable to bypass the error and the system was down. This resulted in a total loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.